Event description:
The distributor reported that the 60-6085-201a, vcare 200a ¿ medium device was being used during a unknown procedure on an unknown date when it was reported ¿02 manipulator units (60-6085-201a) sent for surgery and which were defective (lot: 202306121). The two units were discarded in operating room.¿. The procedure was completed with the same alternate device. It was also reported that the length of delay was ¿longer time to carry out the procedure¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but video evidence has been provided. Root cause cannot be determined however, a possible cause of this event could be a result of torsional and axial loading. Although there was a presence of shrinkage stresses present, this is inherent to the molding process. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 71 complaints, regarding 80 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported that the 60-6085-201a, vcare 200a ¿ medium device was being used during a unknown procedure on an unknown date when it was reported ¿02 manipulator units (60-6085-201a) sent for surgery and which were defective (lot: 202306121). The two units were discarded in operating room.¿. The procedure was completed with the same alternate device. It was also reported that the length of delay was ¿longer time to carry out the procedure¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.